Event description:
Patient presented to the physician's office with the device that detected over 100 episodes as vf. Stored egms showed noise on each of the episodes. Noise was reproduced. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.